Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that low readings were obtained on a patient's adc freestyle libre sensor in comparison to an unknown hcp meter. The sensor scan results were 4.8 mmol/l (86 mg/dl) and 3.8 mmol/l (68 mg/dl), compared to hcp blood glucose meter readings of 33.00 mmol/ l (595 mg/dl) and 33.00 mmol/l (595 mg/dl). The hcp further reported that the customer experienced unspecified symptoms of hyperglycemia, and was transported to a hospital by ambulance. The hcp reported that there was treatment rendered but medication names were unknown. There was no report of death or permanent impairment associated with this event.

Event description:
A healthcare provider reported that low readings were obtained on a patient's adc freestyle libre sensor in comparison to an unknown hcp meter. The sensor scan results were 4.8 mmol/l (86 mg/dl) and 3.8 mmol/l (68 mg/dl), compared to hcp blood glucose meter readings of 33.00 mmol/ l (595 mg/dl) and 33.00 mmol/l (595 mg/dl). The hcp further reported that the customer experienced unspecified symptoms of hyperglycemia, and was transported to a hospital by ambulance. The hcp reported that there was treatment rendered but medication names were unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the libre sensors and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.